Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported that post operative inflammation was confirmed at one week after intraocular lens implantation. The patient was treated with steroid eye drops and subconjunctival injections. The patient's visual acuity recovered. Additional information has been requested for this report. There is no product available for evaluation as the intraocular lens implant still remains implanted in the patient's eye. (B)(4) 2015 follow up information was received; it was informed that the patient was diagnosed with post operative endophthalmitis in the right eye. Additional information regarding treatment , medical history, and visual acuities was provided by the reporter.

Manufacturer narrative:
The initial report indicated an unknown multifocal iol. The additional information received indicates a multifocal toric iol that is not sold in the us. If the additional information regarding the lens model had been received prior the initial report the event would not have been reportable to the FDA), (B)(4).

Event description:
A surgeon reported that post operative inflammation was confirmed at one week after intraocular lens implantation. The patient was treated with steroid eye drops and subconjunctival injections. The patient's visual acuity recovered. Additional information has been requested for this report. There is no product available for evaluation as the intraocular lens implant still remains implanted in the patient's eye. (B)(6) 2015 follow up information was received; it was informed that the patient was diagnosed with post operative endophthalmitis in the right eye. Additional information regarding treatment, medical history, and visual acuities was provided by the reporter.

Event description:
A surgeon reported that post operative inflammation was confirmed at one week after intraocular lens implantation. The patient was treated with steroid eye drops and subconjunctival injections. The patient's visual acuity recovered. Additional information has been requested for this report. There is no product available for evaluation as the intraocular lens implant still remains implanted in the patient's eye.